Event description:
Procedure type: gastrectomy. According to the reporter: the sulu was partially fired, some staples were nailed on tissue and some were still in the cartridge. A new device was replaced to complete the procedure. There was fluid leakage at the first pcr product firing. However, after the second device was fired, the issue did not exist. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).